Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in a (B)(6) ward. The customer's friend stated that the customer was not receiving insulin and had been taking off the insulin pump. The nurse on duty stated that there was a diabetes specialist monitoring the customer's insulin needs. The nurse later stated that the customer had a high blood glucose level of 263 mg/dl that they treated with a dose of lantus. The nurse also stated that the customer was possibly mentally disturbed. Nothing further was reported.